Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer to our local affiliate ((B)(4)). This case involves a pt (age nos) who received an application of poly-l-lactic acid (sculptra) sometime in 2006. She had previously received three doses of poly-l-lactic acid (new-fill). Relevant medical history and additional concomitant medication info was not mentioned. Sometime in 2007, after this first treatment with sculptra, the pt experienced large raised welts at the site of sculptra application. The pt returned to the clinic, where the physician injected the pt, with what she thought was probably normal saline, although she could not confirm this. The physician told her there was nothing else that could be done for her and that after these injections, the lumps would subside. It's been 24 months since sculptra was administered, and the lumps are still present on her face. The pt reported that this adverse event did not appear after new-fill, but appeared 12 months after sculptra administration. No further info was provided, and no physician details were given, as the physician had left the clinic. The pt called quality operations and reported that she had treatment with poly-l-lactic (new-fill) one and half years ago and had developed lumps all over her face and as a result and cannot see properly out of one eye. The pt reported that the product seems to be coming out all over her face like pimples from where the product was injected. She stated that she had a birthday recently and was very unhappy with her appearance. Local ptc number is (B)(4), global ptc (B)(4). Additional info received the pt via the dermatology sales manager: the pt reported that her first treatment of new-fill was in 2004 and then was treated again in (B)(6) 2005, with new-fill and all treatments were given in (B)(6) 2005, and pt stated that there were no complications. Poly-l-lactic (sculptra) was injected in (B)(6) 2006, for the last treatment and had complications 12 months after the injection in (B)(6) 2006, and the treating physician told the pt to massage the lumps that had formed. In (B)(6) 2007, the pt was injected with saline which then caused the lumps to subside, however, some lumps were too hard and therefore, the physician couldn't inject into them. The pt stated that every where that sculptra was injected, there were lumps in those areas and the pt "feels like it is coming out of her body" around her eyes, there are crowfeet; jaw line; nasolabial folds; top lip of mouth. The pt had also had botulinum toxin type a (botox) and hyaluronic acid (restalyn) in (B)(6) 2007 and (B)(6) 2007, in both her lips. The pt saw her general practitioner in 2007 that had taken a biopsy of the lumps and reported that it showed foreign objects and immune response. The pt then went back to see the original physician who had injected the new-fill and sculptra and the physician injected saline as she had stated the lumps were due to build up of product and needed to be neutralized. Recently, the pt had been seen by an ophthalmologist for the eye lumps and it was reported that the lumps are blocking the ducts, eyes and causing sinus blockage. The pt returned to the general practitioner who had ordered blood test (results not provided) and a referral to cosmetic surgeon. The pt states the lumps had affected the whole life and she was very upset and needs to wear sunglasses all the time and just wants the lumps to be fixed. The patient's current skin care is with natio product where she cleanses, wash her face. Addendum for follow-up info received on 09/18/08: a physician via the dermatology sales manager reported that the pt was (B)(6) positive and as a direct result of her non-compliant management of her status, was placed on interferon (an immunomodifier) to assist her body to manage the adverse events of the disease. The pt did not inform the physician prior to treatment that she was (B)(6) positive, and this was only discussed after the physician received a needle stick injury whilst injecting the pt. The pt received treatment of interferon after her last dose of poly-l-lactic acid and it was reported by the physician that the patient's body collagen production was acutely increased, in areas that poly-l-lactic acid had been injected. The physician treated the lumps and bumps with a mixture of normal saline and intralesional corticosteroids to assist the management of the over production of collagen and the physician stated that this was managed well. The physician stated that the last time she had seen the pt she had informed her that if she was to continue with the interferon, then her body would continue to produce the collage in areas treated with poly-l-lactic acid, even though, the injected poly-l-lactic acid would be dissolved some nine months post-injection. The physician also stated that the pt had not contacted her to discuss her issues or complaints."